Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Clinical trial. It was reported that 755 days following a coronary artery drug eluting stenting treatment procedure the pt underwent a target vessel reintervention (tvr). At the time of the index procedure, the pt was admitted for evaluation of his complaints of exertional chest pain. Target lesion 1 measuring 2.75x9mm was identified in the svg (saphenous vein graft) to om2 (2nd obtuse marginal) with 85% stenosis. Target lesion 1 was treated with pre=dilation and placement of a 2.75x12mm taxus express2 drug eluting stent resulting in 0% residual stenosis. There were no reported complications and the pt was discharged the next day on aspirin and clopidogrel. The pt was admitted 753 days post index procedure after experiencing recurring episodes of angina pectoris unrelieved by sublingual nitroglycerin. Cardiac markers were not elevated. ECG showed sinus bradycardia and no acute st-t wave changes. On day 755, the svg to om2 was treated with placement of a 3.0x16mm taxus express2 drug eluting stent resulting in 0% residual stenosis. The svg to rca (right coronary artery) was also treated with a 3.0x16mm taxus express2 drug eluting stent. The patient had some post procedure chest pain which was treated with a nitroglycerin drip. The patient was discharged on day 756 on continued aspirin and clopidogrel. The investigator assessed this event as unrelated to the device. The clinical events committee adjudicated this event as possibly related to the device in 2007.